Event description:
The respiratory therapy (rt) director reported that the facility's power was out for about 1/2 hour and they had problems with the hospital generator during the outage. The rt director reported the generator would come on and then shut off. This occurred approx. 3 times, and each time the ventilator would transition to backup battery and then back to the generator when it would come on and provide ac power. After the third time the ventilator did not power on via backup battery power when the generator turned back on, and shut down and alarmed. The ventilator was on a patient during this reported event, and the customer reported there was no patient harm. Review of the ventilator log history noted a diagnostic code that indicated a +24 volt power fail condition had occurred, likely due to attempts to operate the ventilator via a backup battery that is fully discharged. The ventilator will be unable to sustain operation if it is being powered via a discharged battery. The manufacturer's service technician replaced the backup battery to address the findings. Extended self testing (est) and applicable final testing was completed and the ventilator passed per operating specifications.

Manufacturer narrative:
Battery.